Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-01587 for a description of the second device. It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. According to the complainant, during the procedure, the physician noticed that the mesh carrier was not holding in the muscle. The problem was encountered upon inserting the delivery device into the patient's right side and placing the mesh carrier into the obturator internus muscle. As the physician tried to pull the delivery device out of the patient to try and pass the mesh again, the mesh carrier pulled off of the delivery tip without being deployed. The physician attempted to remove the mesh with a hemostat but the mesh carrier was firmly lodged inside the patients tissue. The mesh tore off of the mesh carrier as he was trying to dislodge it. The mesh carrier was left behind in the patient. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-01587 for a description of the second device. It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. According to the complainant, during the procedure, the physician noticed that the mesh carrier was not holding in the muscle. The problem was encountered upon inserting the delivery device into the patient's right side and placing the mesh carrier into the obturator internus muscle. As the physician tried to pull the delivery device out of the patient to try and pass the mesh again, the mesh carrier pulled off of the delivery tip without being deployed. The physician attempted to remove the mesh with a hemostat but the mesh carrier was firmly lodged inside the patients tissue. The mesh tore off of the mesh carrier as he was trying to dislodge it. The mesh carrier was left behind in the patient. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Additional information was received from the complainant on (B)(6) 2010. It was reported that the released mesh carrier remained implanted between the obturator internus muscle and the urethra. The operative report was also received, which included patient medical history. It was confirmed on (B)(6) 2010 that all other steps taken were routine procedural actions. Visual evaluation of the returned device revealed no physical defects to the delivery device. It was noted that one carrier was not returned and the mesh is unraveling at the end where the carrier is detached.

Manufacturer narrative:
(B)(4)